Event description:
The customer's mother reported that the customer was hospitalized for high blood glucose levels, with a reading of 417 mg/dl. The customer had large ketones and was vomiting. Troubleshooting was performed, and found no delivery, off no power and motor error alarms in the history. The insulin pump passed the displacement and self tests. The mother did not feel comfortable with the insulin pump, and asked to have it replaced.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.